Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg would not communicate and the patient is not receiving therapy. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.